Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-17338 and 1627487-2013-17340. It was reported the pt wants her scs sys explanted due to her health declining since implant. It was also reported the pt believe the issue is related to her scs sys. The pt was advised to take a 2 week stimulation holiday. Follow-up identified surgical intervention will be taken at a later date to address the issue.